Event description:
It was reported the epg (external pulse generator) was connected to the patient. The battery was exchanged by a nurse. About 30 minutes later, a staff of the hospital found that the epg powered off. The patient did not have any health hazard, because the heartbeat of the patient was faster than a setting rate of the epg. The epg was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis could not confirm the reported event. No anomalies found.